Manufacturer narrative:
It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 04/26/2017 and is as follows: patient alleges that filter was placed on (B)(6) 2005 due to a history of dvt (and patient had gi bleed while on anticoagulants). Patient alleges that outcomes attributed to device include: vena cava perforation, device unable to be retrieved, and device embedded. Patient also alleges complaints of stress, anxiety, swelling in feet, depression, weight gain, and upper stomach pain. Patient alleges one unsuccessful attempt to retrieve device on (B)(6) 2005.

Manufacturer narrative:
Investigation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿vena cava perforation, unable to retrieve, embedded, pain". Cook will reopen its investigation if further information is received. Unknown if the reported pain and anxiety are related to the filter and unable to identify a corresponding failure mode at this point in time. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: embedded. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received.

Event description:
Dated 05apr2017, review of (B)(6) 2016 abdominal/pelvic CT reports, "positive for caval perforation. The only images available are the CT pulmonary angiogram. Cannot identify the level of the caval filter. On axial images of the upper abdomen there is perforation of caval prongs, maximally 3 mm. Again, there are no sagittal nor coronal images that cover the ivc filter. No sagittal nor coronal images of caval filter for angulation."

Manufacturer narrative:
Manufacturer reference #: (B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that the "patient had a filter implanted on (B)(6) 2005". It is alleged that patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.